Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noted on all electrograms (egm) with an elevated sensing integrity counter (sic). It was also noted that the patient had a procedure around the same time of this event. The rv lead remains in use. No patient complications have been reported as a result of this event.